Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report air bubbles in the reservoir. The customer's blood glucose level was unknown. The customer changed the infusion set and performed troubleshooting and the air bubbles did not persist. The customer was advised to monitor the issue and call back if problems persisted. The customer's reservoirs were replaced. Nothing was returned for analysis.